Event description:
Additional information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was involved in a motorcycle accident, and the patient fell on their right side where the ipg is located. Since then, the patient stated the ipg was loose in the pocket. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Correction h6 - method code should be 4115 instead of 4117.